Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported replacing the motor controller board due to fluid intrusion. The fse also stated, the board was affected near the front facing side of iabp. The fse completed the repair with full calibration. The iabp passed all functional and safety tests per factory specifications. The fse returned the iabp to the customer and cleared for clinical use. The event site name has been abbreviated as the complete name exceeds maximum characters. The complete name is "(B)(6)."

Event description:
The customer reported the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code # 50. It is not known under which circumstances this event occurred. However, no death or injury was reported.

Manufacturer narrative:
Corrected fields: the manufacturing date should have been reported as (B)(4) 2004. The patient code should have been reported as "no patient involvement". Evaluation results code: a second evaluation result code for "operational problem" has been added that was not previously reported.

Event description:
The customer reported the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code # 50. It is not known under which circumstances this event occurred. However, no death or injury was reported.